Manufacturer narrative:
Failure analysis noted that the pump passed rewind, basic occlusion, prime/compromised force sensor system and displacement tests. The pump was stuck in a motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during the testing. There was no motor position encoder error alarm noted in the history screen. The pump had minor scratched lcd window, cracked display window corners and cracked reservoir tube lip.

Event description:
It was reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was unknown. The alarm occurred during cannula filling. The customer stated that the previous pump had also gotten motor error alarms after a month of use. Troubleshooting was not able to resolve the issue. The device was returned for analysis.